Event description:
Healthcare professional reported right side biocell replacement. Healthcare professional later reported capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed.

Event description:
Healthcare professional reported, right side biocell replacement. Healthcare professional, later reported, capsular contracture, baker grade iii. Device was explanted.